Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825. D4, d9, g3, h2, h3, h4: one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported impedance issue could not be confirmed. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and subsequent cancellation remains unknown.

Event description:
Related manufacturing ref: (B)(4). During an atrial fibrillation procedure, it was noted that the impedance on 3 different tacticath se ablation catheters would rise to >400 ohms and stay above 400 until removed from the patient. Due to this issue, the procedure was cancelled. There were no adverse consequences to the patient.